Manufacturer narrative:
(B)(4). Follow up with the customer revealed that she was able to continue therapy with out any problems after the alarm. She stated that the supplies were discarded and the peritonial dialysis nurse was notified. The customer stated that there was were no symptoms or medical interventions associated with this alarm. The root cause of the reported problem of 2240alarm / air is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 (air) on the homechoice machine during use. The homepatient (hp) stated she was not currently at the machine; therefore, troubleshooting could not be completed.